Event description:
A 68-year-old male presented with acute-on-chronic decompensation secondary to recurrent atrial fibrillation (scai d) and was initiated on ecls. Subsequently, the clinical team decided to unload with an impella 5.5, wean ECMO, and bridge the patient to a durable lvad, which was implanted on day 21. Following ECMO removal on day 3 of impella support, the patient required transfusions. During the course of impella 5.5 support, a left atrial appendage (laa) thrombus was identified. Given the patient¿s history of atrial fibrillation prior to initiation of any mechanical circulatory support, a causal relationship to the impella device is considered highly unlikely, although the event was reported. The patient was successfully bridged to lvad implantation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (anemia/thrombosis): the root cause of the injury was not determined due to insufficient clinical details.